Manufacturer narrative:
Result: cracked siderail panels. Damaged power cord. Missing warning label. Faulty scale display. Damaged motion interrupt pan.

Event description:
It was reported by service report that the siderail outer and inner panels had structural cracks with no sharp edges exposed, but possible fluid ingress; the power cord was damaged; there was missing a warning label; the scale display was dim and difficult to read, and the motion interrupt pan was damaged. No pt involvement or adverse consequences were reported.